Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the va-lcp clavicle plate for the distal and proximal fracture of the right clavicle. The sales rep arranged va-lcp clavicle plate sets and an optional plate for inside right. However, it was confirmed that the optional plate was for left during the surgery. The sales rep had ordered a wrong optional plate (04.112.630s). The surgeon substituted an outer plate (04.112.611s) for the proximal clavicle. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) va-lcp clavicle plate 2.7 med le tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.